Event description:
It was reported that the patient presented at the hospital feeling lightheaded. Stored electrograms revealed oversensing of high ventricular rate episodes, which caused periods of asystole. The lead also exhibited evidence of noise and elevated threshold. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.